Event description:
The pt reported that she was having lack of effect from her interstim device. She confirmed that she was shocked in her groin and down her leg when she encountered a theft detector device at wal-mart. The pt had reprogramming and states she in no longer experiencing problems with her therapy.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.